Manufacturer narrative:
There are multiple bd locations where this bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the user "was unable to push down on the plunger " on the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip. No serious injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Based on no sample, the investigation concluded: unconfirmed: bd was not able to confirm the customer¿s indicated failures. Investigation conclusion: no root cause can be determined as no samples were received.

Event description:
It was reported that the user "was unable to push down on the plunger " on the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip. No serious injury or medical intervention reported.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: male. Event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported that the user "was unable to push down on the plunger " on the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip. No serious injury or medical intervention reported.